Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer (con). It was reported that the event was going to the airport and going through the proper channels. The "going more than usual" was mostly resolved.

Event description:
Information was received from a consumer who was implanted with a neurostimulator for gastrointestinal/pelvic floor. The patient reported that they had been going a little more than usual again. The patient stated that on the day of report they noticed that they were going quite a bit more and noted that they always had two cups of coffee, but it seemed like it was down to a half an hour going to the bathroom. The patient reported that the last few days were good and that their setting was at 1.6 v when they left the hospital after implant. The patient noted that they then adjusted the stimulation to 1.7 a few days later and that they had adjusted the stimulation again on the day of report. The patient synced with the implant using the patient programmer (pp) and noted that stimulation was on. The patient stated that they had previously turned the stimulation up to program 2 at 1.8 v and it was indicted that it was unknown if the patient was feeling stimulation in the right location. No further complications were reported or were expected.